Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag console displayed s2 alarm. Rotations per minute (rpm) continued. The bedside staff were confident that the pump was still running but could not see a flow. The console was changed to the backup device. Related MFR #: 2916596-2020-03108.

Manufacturer narrative:
Section g9: the initial report was sent with an incorrect first MFR number (2916596). The correct number is 3003306248. Manufacturer's investigation conclusion: the device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The reported event of a s2 alarm was not confirmed. The centrimag motor (serial #: (b(6)) was returned for analysis and a log file was downloaded from the returned and associated console (serial #: (B)(6)). A review of the downloaded log file showed events spanning approximately 4 days (17apr2020, 27apr2020 ¿ 28apr2020, 06may2020 per time stamp). The reported event date of 12jun2020 was not captured in the log file. No s2 alarms were active in the log file. Pump operation was not affected. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis to the product performance engineering (ppe) and underwent a resistance and insulation test and functioned as intended. The motor was tested on a centrimag mock loop and ran as intended. The motor was forwarded to the service depot. The motor was evaluated and tested under. The reported event was unable to be duplicated nor verified. The motor was tested with the returned and associated console and flow probe. The motor always performed as intended. No alarms or error messages were present at any point. A full functional checkout was performed, and the unit passed all tests. The motor was returned to the customer site. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.